Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was successfully removed and the procedure was completed with another nc balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The device was soaked in a water bath for six days to loosen the blood and contrast in the device.the device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was successfully removed and the procedure was completed with another nc balloon. There were no patient complications nor injuries reported.